Manufacturer narrative:
Investigation evaluation. The complaint device was not received for an evaluation. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, quality control data, and trends. A review of the device history record for production lot 8481210, found there are no non-conformances related to this incident. A review of complaint history records revealed no other complaints associated with the complaint device lot number 8481210. Because there are no related non-conformances that were not scrapped, adequate inspection activities have been established. There is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field. It was concluded that there is no evidence that nonconforming product exists in house or in the field. Without a device evaluation, the cause of the reported balloon rupture could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
PMA/510(k) #: k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, ten minutes after the placement of the cook bakri postpartum balloon due to an immediate post-partum hemorrhage, the balloon exploded with any apparent reason. The balloon was filled up to 360 ml. An enhanced monitoring of the patient was put in place and the evolution was favorable. No unintended part of the device remained in the patient. No additional procedure was required and the patient did not experience any adverse effects due to this occurrence. Additional patient and event details have been requested but were not yet available at the time of this report.